Event description:
It was reported by the customer that during removal the spring wire guide (swg) became "blocked" or caught inside of the catheter. As a result, the physician removed the catheter and swg simultaneously. A new cs-15853 was opened for use and was successfully placed into the patient without event. There were no reported complications. Additional information received from arrow (B)(4) on 10/30/2009 stated that the event occurred in the intensive care unit, and the insertion site was left subclavian.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one central venous catheter and one swg were returned for evaluation. Catheter was returned with swg in the distal lumen of catheter. The j-bend of swg was protruding from the catheter tip and the proximal end of swg was protruding from the extension line. Swg had multiple bends along its length and it was unraveled at the proximal end. The swg could not be removed from catheter without causing further damage to sample. Upon microscopic examination, the core wire was found broken adjacent to the proximal weld. The proximal weld remains attached to the coil wire. The distal weld is intact. No pieces appear to be missing. The product's instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that the use of excessive force during removal could damage or break the swg. The reported complaint of swg unraveling was confirmed through visual inspection of the returned sample. A device history record review was conducted and no evidence was found to indicate a manufacturing related cause. The potential cause could not be determined based upon the sample and information provided.